Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was blood in the infusion tube and reservoir and was not sure how it got there since there was no blood at site. Customer was advised that tube may be discolored. Customer's blood glucose was 465 mg/dl. Customer declined troubleshooting. Customer treated high blood glucose by taking a manual injection from reservoir.

Manufacturer narrative:
Evaluated one opened/used reservoir. We performed visual inspection and snap-cap missing. Barrel was only returned.